Event description:
The patient had revision surgery for modification of a faulty lead (see mfg report 3004209178-2009-06346), which resulted in a brain bleed. Patient symptoms included right-sided hemiparesis, expressive aphasia, balance and coordination difficulties, pain, wheel chair confinement, emotional issues, bowel and bladder problems, cognitive deficits and removal of independence. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.